Event description:
--

Manufacturer narrative:
The lead was returned in 3 segments with each one being severed. The distal inner coils are ductile fractured from being pulled. The inner coil is missing from the middle section where the fracture most likely occurred, therefore the clinical allegation of a fracture cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead explanted during a scheduled device replacement procedure. A fracture and high thresholds were noted. A new lead was implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.